Manufacturer narrative:
Sections b5, d4, d9 and d10 were updated. Section h10: the ri bone pin 4 mm x 127 mm intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported issue was visually confirmed. The pin is bent and threads are damaged. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. The most likely cause of this event is surgical technique. Care and caution should be exercised while inserting pins and pin placement locations. Refer to the ri cori user manual for proper insertion, placement and removal of bone pins. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during set up for a cori assisted tka surgery, two ri bone pins 4 mm x 127 mm qty: 4 were bent. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Event description:
It was reported that during set up for a cori assisted tka surgery, a ri bone pins 4 mm x 127 mm qty: 4 is bent. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).